Event description:
Patient was undergoing a bilateral lower extremity angiogram. During this procedure, a 4 fr 100 cm terumo glide catheter was used in a normal fashion to advance a wire in the left superficial artery. Upon retraction of the terumo catheter, it was noted immediately that the distal end (approximately five inches) of the catheter had separated and while still on the wire, was no longer attached to the retracted catheter. It was immediately and entirely removed by doctor using a snare device with no complications noted. The doctor completed the procedure. Per manufacturer, visual inspection of the retention sample confirmed the product had no defects. This occasionally happens due to anatomy, kinking, plaque or if catheter is forcefully pulled out.